Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in the bipolar and unipolar configurations. Historically the bipolar lead impedance was about 563 ohms. The patient was not pacemaker dependent and would be monitored.

Manufacturer narrative:
No medwatch form was received.